Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an auto-fill failure alarm. Prior to calling, the console was switched out, the patient was repositioned, and they had been using the iab fill key. It was noted that the patient had been actively moving in bed. The getinge representative guided the customer to try syringe inflation as they await arrival of the ccl team, and to confirm a kink, which was going to be shared with the physician at the bedside. Ultimately, the iab was removed and replaced to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: administrator/ supervisor the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering the rear taper end of the membrane. The extracorporeal tubing and optical were cut at approximately 5.6cm & 7.4cm respectively from the rear of the y-fitting. A catheter tubing/inner lumen kink was observed at approximately 75.9cm from iab tip. At this same location, the catheter tubing was found to be broken. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected at the broken catheter tubing site. The break found in the catheter tubing appears to have been the result of a severe kink, which eventually failed allowing gas to leak and causing the reported problem. However, we were unable to determine when this failure may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-2020 through mar-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
It was determined by fairfield engineering team on 15-june-2022 that the device associated with this complaint was returned in the return kit for complaint number 576431 (initial MDR mfg report number 2248146-2022-00093). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).